Event description:
A surgical coord reported an intraocular lens (iol) was exchanged due to an unexpected post operative outcome. The iol was exchanged with the same model, but with a different power. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. The 21 diopter power lens was replaced with a 23.5 diopter power lens. There have been no other complaints reported for this lot. Add'l info was requested by phone, fax and mail on 1/26/2012 and 2/3/2012. A completed questionnaire has not been received. (B)(4).